Event description:
It was reported that the patient who was in the hospital post thoracic surgery, showed right atrial (ra) lead oversensing along with no capture at high output. There appears to be noise noted on the electrogram from cautery used during the thoracic procedure. The ra lead was reprogrammed to inactive and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead: (B)(6) 2002. (B)(4).